Event description:
It was reported that patient presented to the clinic with a stored episode of ventricular fibrillation where the patient had a syncopal event. The device undersensed some of the vf events. Programming changes were recommended and patient will be monitored.